Event description:
It was reported that this electrode exhibited oversensing during non-sustained ventricular tachycardia (nsvt). On a recent entreated event this patient falls out of detection before therapy is given. A previous inappropriate shock was observed while in secondary vector. Technical services (ts) discussed programming to alternate in the clinic. This electrode remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.